Event description:
During the preparation for implant procedure, it was noted that the label on the outer case(blue hard case) was incorrect (relia/model:redr01, (B) (4)). The device was not use and there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the packaging was mismarked.